Manufacturer narrative:
After verification of the buzzer's frequency, no malfunction was found by service which proceeded with the regular maintenance service. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported "no audio."